Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and was depleting quickly. In addition, the battery gauge was fluctuating. The customer's blood glucose was between 120-250 mg/dl. The customer reverted to manual injections for insulin therapy.